Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) level was slightly elevated on a nightly basis. The customer wanted to adjust the personal profile settings. Tandem customer technical support (cts) advised the customer to discuss with a healthcare provider the setting changes that were needed. During contact with cts, the customer's bg level was within normal range.